Event description:
A report was received that a health care worker (hcw) experienced headache, eye irritation, dry coughing and reaction in the nose (coryza) all day during contact with the product. The employee stated she wore personal protective equipment. It was stated that the room is not well ventilated and no information was provided regarding air exchanges.